Event description:
It was reported that this patient presented with symptoms suggestive of oversensing, pacing inhibition and was experiencing twitching due to pacing in unipolar mode. Evaluation noted a pacing rate of 72ppm via monitor; however, device interrogation was not performed. It was confirmed that this vitalio implantable pulse generator is included in an advisory population and the reported clinical observations appeared to be consistent with behavior of a device affected by the advisory. Therefore, a request was made to have data from this device analyzed. Data analysis confirmed the device declared two power on reset (por) faults. While the device is resetting, the device did not declare three por's which is the identified parameter for a device to fully enter safety mode in a latched state. Device replacement was recommended. The device was explanted and replaced without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with symptoms suggestive of oversensing, pacing inhibition and was experiencing twitching due to pacing in unipolar mode. Evaluation noted a pacing rate of 72ppm via monitor; however, device interrogation was not performed. It was confirmed that this vitalio implantable pulse generator is included in an advisory population and the reported clinical observations appeared to be consistent with behavior of a device affected by the advisory. Therefore, a request was made to have data from this device analyzed. Data analysis confirmed the device declared two power on reset (por) faults. While the device is resetting, the device did not declare three por's which is the identified parameter for a device to fully enter safety mode in a latched state. Device replacement was recommended. The device was explanted and replaced without further incident. No additional adverse patient effects were reported.